Event description:
Customer reported the system intermittently locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. System operates as intended.